Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified a broken shell and device was underweight. A visual and microscopic analysis was performed which identified broken crease(sharp) on posterior, non penetrating nicks, creases fold and missing piece of shell. Based on the device analysis the final assessment is a broken crease(sharp) on posterior due to fold(flaw) opening, and missing shell due to inconclusive. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.